Event description:
The nurse of a (B)(6) year old male patient contacted zoll customer support to report a damaged monitor case. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case) has been confirmed. As received, the monitor was unable to power on. Upon evaluation, the monitor case was cracked open, all wire cables were disconnected, and the wires were broken from the auxiliary pca board. The cause of the monitor's inability to power on is the disconnected wire cables. The root cause for the disconnected wire cables cannot be positively identified but is likely a result of impact on a hard surface, as evidenced by the cracked case. No adverse event resulted from the defective monitor. The patient received a replacement monitor.